Manufacturer narrative:
1/30/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during a lk procedure. Reportedly, leakage occurred from the staple line after the application. The surgeon resected the staple line and applied manual suture.